Event description:
The notification received for the study indicated that during the index procedure, the patient experienced a neurological event reported as an ischemic stroke. The neurological symptoms began during post-dilation.

Manufacturer narrative:
The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.